Event description:
A physician has had one occurrence of hypopyon associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco, clear corneal, cataract extraction, right eye 1999. Pt subsequently developed what the surgeon describes as severe hypopyon with fibrin 7/26/1999. The seldel and apd tests were both negative. Pt was treated pre-op with refresh for dry eye. At pt's last visit 10/20/1999 the visual acuity was 20/30 and given a good prognosis.